Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was defective. The patient underwent an ipg replacement procedure with good coverage postoperatively. The explanted ipg will not be returned.